Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the cause of the patient¿s recharging issue was unknown. It was reported that the patient¿s charging time was well under four hours and they were getting full coupling bars. It was reported that the rep discussed with the patient that they should watch it and if it got worse then the rep would get reports from the device to troubleshoot more. It was unknown at this time if the recharging issues were resolved, but they indicated that they had not received any further calls. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information was not confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the rep stated the patient informed him they used to charge their ins for 1.5 hours to charge battery up and now it is taking 2 hours and is not getting to full. The patient uses adhesive patches and belt while recharging. The patient said they strive to get all charge bars during charging and has not seen a code on their patient programmer (pp). The caller also confirmed that there has not been any programming changes recently. The rep also noted it takes the patient 4 hours to recharge from empty to full. It was confirmed that the rep reviewed the best practices with the patient for recharging. Based on the upon the recharging information given and time since implant tech services did not suspect a problem. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.